Event description:
It was reported that a lead integrity alert (lia) was triggered for high-rate, non-sustained (hrns) episodes and sensing integrity counter (sic) and it was additionally noted that a shock was delivered by the implantable cardioverter defibrillator (ICD) and that these occurred during a surgery where a magnet was not used. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high-rate, non-sustained (hrns) episodes and sensing integrity counter (sic) and it was additionally noted that a shock was delivered by the implantable cardioverter defibrillator (ICD) and that these occurred during a surgery where a magnet was not used. The ICD remains in use. No further patient complications have been reported as a result of this event.